Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9148670. It was reported that the non patient end was missing prior to attaching pen needle to insulin pen. Also reported no insulin flow during injection and non patient end bent after injection. Verbatim: consumer stated, finding pen needles in box missing non patient end, (prior to attaching). State, no insulin flow when taking injection. Stated, finding non patient end bent after attempting to injection.

Manufacturer narrative:
Investigation summary customer returned four (4) used 32gx4mm bd pen needles without tear drop labels attached. Consumer reported: finding pen needles in box missing non patient end, (prior to attaching); stated no insulin flow when taking injection; stated finding non patient end bent after attempting to injection. All four returned pen needles were examined, and the following was observed: two with bent non-patient end (npe) cannula two with broken npe cannula no evidence of manufacturing defect was observed. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all four pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, broken npe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9148670 it was reported that the non patient end was missing prior to attaching pen needle to insulin pen. Also reported no insulin flow during injection and non patient end bent after injection. Verbatim: consumer stated, finding pen needles in box missing non patient end, (prior to attaching). State, no insulin flow when taking injection. Stated, finding non patient end bent after attempting to injection.